Event description:
During the cardiopulmonary bypass procedure, the perfusionist noted a blood leak from the wye connector proximal to the retroguard filter. The medical personnel removed the pt from bypass momentarily to replace the connector. The perfusionist cut themself in the process of removing the connector. The pt was off bypass for approximately 90 seconds. There was minimal blood loss and no pt detriment that resulted from this incident. The medwatch is being filed primarily due to the perfusionist injury.